Event description:
It was reported that during a lap cholecystectomy procedure, after firing, the clips remained open. A device of the same product code was used to complete the procedure. No patient consequence reported.